Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent; relined with bifurcated afx device on (B)(6) 2016 to treat a iiib endoleak. Approximately two (2) years post secondary procedure, possible type ib and ii endoleaks suspected with aneurysm enlargement in the abdominal aorta, the right common aneurysm, and left common aneurysm; no discernible endoleak per the follow-up CT, however, there is wispiness throughout the graft. The physician suspects type ib endoleak in the distal right limb and type ii endoleak from the inferior mesenteric artery and distal lumbars. There appears to be no leaks from the proximal portion of the graft or the distal left limb. The physician is suggesting to possibly refer the patient to another facility for treatment.